Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact to their blood glucose level. Technical support provided the caller with instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any issues reoccurred.